Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fd controller was failing. The fd controller has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnostic procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro was not possible. During troubleshooting, the fse found that the fd controller was failing. The fse replaced the fd controller. After replacement of the fd controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.